Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant after the procedure the patient had hypotension. It was found that the patient had moderate pericardial effusion. Pericardiocentesis was performed and the leads remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.